Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient no longer had communication with the ipg using the external devices. The patient retained stimulation, and was able to turn the ipg on and off using the magnet. X-rays determined the ipg had flipped over. On (B)(6) 2012, the physician surgically corrected the ipg orientation and sutured the ipg in place. Postoperative communication was confirmed.